Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was repaired during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint.

Event description:
It was reported that the power cord on the 9800 system was damaged. No pt injury was reported.